Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Customer reportedly received results of 87 mg/dl and 198 mg/dl within 10 minutes on the compact plus system. Customer administered humalog based on the device result of 198 mg/dl. No adverse event reported. Requested return of suspect device however the customer no longer has the test cassette; replacement was sent.